Event description:
The physician used 2 silverhawk ls-m devices in the procedure on the sfa lesion. Both devices were not closing after making passes, but they were able to capture a lot of plaque in both devices. A distal embolization of thrombus occurred that was manually aspirated with a 20 cc syringe and the .035 quickcross. We then put tpa down to dwell 5min and it was open. No injury to the patient reported. Please reference MDR 2183870-2009-00056 for the other silverhawk ls-m used in this procedure.